Event description:
It was reported that- patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a scs replacement procedure and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6). Batch: 369914 UDI: (B)(4).

Manufacturer narrative:
The returned spinal cord stimulator lead was analyzed, passed all tests performed and exhibited normal device characteristics. The reported event was not confirmed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a scs replacement procedure and was doing well post operatively.